Event description:
The electrode array reportedly was only partially inserted during the original implant surgery. After nearly 3 years, the patient's device was explanted in 2005. Pt was reimplanted with a new device at the time of explant surgery.